Event description:
It was reported that when using the bd pyxis¿ es server, the station data sync was not working and reached 10 gigabytes. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist noticed that most of the stations in the facility were bloated to over 9gb when connected via vnc. The tss followed the knowledge article titled ¿medstation es - server purge failure - outboundmessagexmlmissing,¿ checked the server purge, and found that the purge selection had failed. The specialist attempted to shrink the station databases using es tools, but the process did not run. The tss then dialed into a few stations to shrink them manually using a script, but the size reduction was minimal. Once the controlled purge was completed, the tss ran a full sync on all stations and attached the knowledge article titled ¿controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time.¿ the system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the station data sync was not working and reached 10 gigabytes. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.